Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified superficial femoral artery. A 5.00cm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 4atm for 4 seconds. The procedure was completed with a different device. No patient complaints reported.